Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic bricker cystectomy, the device with the adapter made unpredictable motion to the left and right before clamping the vessel. There was no patient injury.